Event description:
Customer reported that the system alarms when first plugged in, and will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input transformer, replaced the video control and system interface boards, adjusted the 5 v power supply, replaced the high voltage cables, and replaced the backplane and camera. System operates as intended.